Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description: no root cause can be determined as no samples were received. Rationale: no batch#/sample available no further investigation required.

Event description:
It was reported that bd¿ luer-lok syringe 60 ml leaked. This was discovered before use. The following information was provided by the initial reporter: material no: 301035 batch no: unknown. It was reported that failures not really seen during sterilization have been occurring. The failures are seen in the form of leakages past the rubber stopper of the syringe once they are used to pass human cells. What method of sterilization does bd use for their syringes? We are using gamma and we would like to know if the syringes are radiation stable? We are noticing some failures not really seen during sterilization. The failures are seen in the form of leakages past the rubber stopper of the syringe once they are used to pass human cells. Visually, the syringes look fine after sterilization but once used they leak and that leads us to believe that the gamma sterilization, we are using is compromising the integrity of the syringes somehow. Just wanted to clarify as this might help the qa dept. And yes, if we are getting syringes that aren't meant to be gamma irradiated that could very well solve the issue.